Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during surgery, a set screw driver tip fractured. There were no reported patient impacts.

Event description:
It was reported that during surgery, a set screw driver tip fractured. There were no reported patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the driver was fractured off. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied to cause the tip to fracture. DHR review per DHR review, the part was likely conforming when it left zimvie control. Device use this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.